Event description:
It was reported that a hotwire was inserted through the center lumen of the dilator for transseptal punctual (tsp). After tsp when the dilator and hotwire were removed, deformation of the dilator tip and char on the tip of the hotwire was observed. Only the dilator was damaged, the sheath was not. The original devices were used to complete the remainder of the procedure. No patient complications were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).